Manufacturer narrative:
Correction: please retract this report 2017865-2020-11395. This event was previously reported on MDR 2017865-2020-05732 under the correct serial number (B)(4).

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The implantable cardioverter defibrillator was explanted and replaced. More information was requested but not provided.